Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted the advia centaur xp instrument was not in use. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed maintenance on the luminometer assembly. The base and acid reservoirs were inspected, and the straws were damaged. The cse performed service and replaced the luminometer waste tubing, base tubing fitting, base reservoir fitting, and the acid reservoir fitting. The acid and base were primed, and dispense tests performed without error. The cse verified the incubator ring by completing an empty and fill. The instrument was fully operational and returned to the customer. The instrument has performed within specifications post service visit.

Event description:
A discordant prolactin (prl) and folate (fol) result was obtained on the advia centaur xp instrument. The discordant results are from two different patients and were not reported to the physician(s). The customer used the same samples and an alternate advia centaur xp instrument to perform repeat testing and confirmed the correct results. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant prl and fol result.